Event description:
It was observed that during the device evaluation, the colonovideoscope displayed no image, and had a scope communication error (e216), white foreign objects at air-water channel and cylinder, also corrosion at light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and scope communication error (e216) was due to corrosion on plug unit. Additionally, the corrosion at light guide lens was traced to component failure and the probable cause of white foreign objects at air-water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.